Manufacturer narrative:
(B)(4). The device was not available for evaluation. This complaint was not confirmed in the lab due to a lack of sample. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The root cause for the reported issue was use error. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
During follow-up call for an unrelated alarm, a home patient (hp) reported an overprime had occurred. The hp stated that the white cap on the patient line was missing. The hp started over with new supplies. There was no patient injury or medical intervention reported.